Event description:
It was reported that the patient received a vibratory notification and presented to the clinic. Premature eri was noted. The device was explanted and replaced. Patient was fine after procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no cause for premature battery depletion was found. The cause of the reported field event could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 device evaluation anticipated, but not yet begun.